Event description:
It was reported that a (B)(6) year old female pt developed an allergic reaction to the product. Aquacel ag surgical cover dressing was applied post-surgery on a (B)(6) year old female pt who had left knee replacement surgery on (B)(6) 2013. The pt returned to their primary care physician on (B)(6) 2013 for a 2 weeks post-operative follow-up visit. Upon removal of dressing, the peri-wound skin presented with 100 percent redness under the hydrocolloid border portion; however, no redness was evident under the center portion of dressing. The affected area is described as a rectangular shape mirroring hydrocolloid border of dressing. It is unknown if any type of protectant was used prior to applying product.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder pt. From a clinical perspective, a causal relationship between the aquacel/aquacel ag - surgical cover dressings and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. It was further reported that on (B)(6) 2013, the pt was seen by primary care physician who prescribed benadryl and silver sulfadiazine. No additional pt/event details have been provided to date. A return device for evaluation is not expected. Should additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.